Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. Upon further troubleshooting it was determined the sample probe was missing the o-ring, the customer installed the missing o-ring to resolve the issue. Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated erroneously low patient results for sodium. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.